Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that when they use the liberty select cycler they receive the m31 air detected in cassette warning and a fluid leak follows. Fluid was discovered in the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, a nurse reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received a new cycler, and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not reported as being available for return for physical evaluation by the manufacturer. The patient¿s cycler was returned and will be investigated in association with complaint record (B)(4).

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that when they use the liberty select cycler they receive the m31 air detected in cassette warning and a fluid leak follows. Fluid was discovered in the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, a nurse reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received a new cycler, and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not reported as being available for return for physical evaluation by the manufacturer. The patient¿s cycler was returned and will be investigated in association with complaint record (B)(6).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.